Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.00/4.00/086 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. Lens rotation not associated to a low vault and undesirable refractive outcome was reporter, lens remains implanted. Cause of event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5: lens was repositioned on (B)(6) 2022 and problem was resolved. Status of the eye is "quiet". Device did not fail to perform. Claim# (B)(4).